Event description:
It was reported that during a pleurectomy procedure, while trocar was in patient the trocar broke. When surgeon removed the broken trocar and examined it, a small piece was unable to be found. The surgeon is suspicious that it could be lost within the patient. The surgeon has reported it as an incident and explained to the patient what has occurred. The surgeon has kept the trocar. The condition of the patient immediately following the event was stable.

Manufacturer narrative:
(B)(4). Bent jaws the analysis results of the device found that it was received with the jaws bent. During analysis the clips were loaded, retained and formed as intended. However, difficulties during the activation of the trigger were noted. No conclusion could be reached as to what may have caused the findings. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic prostate procedure, the deployed clips were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.